Event description:
The manufacturer received information alleging that the device turns on and off intermittently. There was no harm or injury reported. The sales rep arrived at the hospital and replaced the device. He confirmed that the device turns on and off intermittently without starting up to the standby screen when the power button is pressed. While an alarm sound was annunciated, the screen did not transition to standby screen, so it was unknown what alarm was occurring. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed by an operational check that the screen remained on the hourglass display and did not transition to standby mode. Attempt made to retrieve the error log, but no logs were displayed, making log verification impossible. The device's display board was replaced to address the issue.